Event description:
The advocate called for help with the customer's breeze2 system. She alleged that control tests were performed at a pharmacy prior to the call and the result was 187 mg/dl. The normal control range was not provided, but should be around 90-123 mg/dl. No adverse events were alleged. Control solution was sent to the customer. No product will be returned at this time.